Event description:
Aventis case ID: (B)(4) . Initial report: this non-serious spontaneous case report from (B)(4) was reported by a physician to our local affiliate (B)(4). Initial and follow-up information received on (B)(6) and (B)(6) 2009 respectively were processed together. This case involves a female patient (age nos) who received poly-l-lactic acid therapy (sculptra) sometime in (B)(6) 2007, (B)(6) 2008, . She received one vial at each treatment session. Relevant medical history and concomitant medication information were not mentioned. Sometime in (B)(6) 2009 , the patient developed nodules under her chin and other parts of her face. Some nodules were palpable by hand and not visible, while some were visible and "pea sized." It was not specified if any corrective treatment was provided. The event remains ongoing.

Manufacturer narrative:
A ptc (pharmaceutical technical complaint) was initiated: (B)(4) ; global ptc number (B)(4) . It revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4) . The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Reporter's causality assessment: not provided.